Event description:
Alleged atypical connective diseases, symptoms of autoimmune disorder, varied injuries. Follow-up findings: legal claim unsubstantiated by health professional. Outcome: undetermined.